Event description:
The customer observed a false nonreactive alinity I syphilis result for multiple patients. The following data was provided: patient 1: 78 year old male patient: initial result = 0.81 s/co, roche result = 1.73, colloidal gold = positive, tppa = negative the patient has a history of cerebral infarction, hypertension, diabetes, coronary heart disease, post-pci, chronic renal insufficiency, and black stools. Patient 2: 68 year old male patient: initial result = 0.60 s/co, roche = 1.65, colloidal gold = positive the patient has been diagnosed with a gi bleed. Patient 3: 74 year old female patient: initial result = 0.62 s/co, roche = 1.88, colloidal gold = positive the patient has been diagnosed with varicose veins of lower extremities. The roche results were reported out of the laboratory. No impact to patient management was reported.

Manufacturer narrative:
Completed information for sections a1 patient identifier, a2 age at time of event, and a3a sex: patient 1: 78 year old male, patient 2: 68 year old male, patient 3: 74 year old female patient. All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 7p60-77 has a similar product distributed in the us, list number 7p60-21/-31.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in-house testing of a retained reagent kit. Additionally, return sample testing was completed. Return sample analysis: sample ID (B)(6). Alinity I syphilis tp: 0.80 s/co (nonreactive). Recomline treponema igm: negative (no reaction). Recomline treponema igg: negative (tp15: very low intensity). Sample ID (B)(6) alinity I syphilis tp: 0.65 s/co (nonreactive) recomline treponema igm: negative (no reaction) recomline treponema igg: negative (tp47: very low intensity; tp15: very low intensity). Sample ID (B)(6) alinity I syphilis tp: 0.72 s/co (nonreactive) recomline treponema igm: negative (no reaction) recomline treponema igg: borderline (tp257: strong intensity; tp453: very low intensity; tp17: very low intensity). Return sample analysis was tested with reagent lot 62009be01. The complaint investigation also included reagent lot 62009be01 as the return sample analysis generated nonreactive results. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A search for similar complaints did not identify an increase in complaint activity for lot 62009be01. A search for similar complaints did identify an increase in complaint activity for lot 60197be01, however, no related trends were identified regarding commonalities for the lot numbers and issue. Device history record review did not identify any nonconformances, potential nonconformances, or deviations associated with lot 62009be01 or lot 60197be01 and the complaint issue. In-house sensitivity testing was completed with a retained alinity I syphilis tp reagent kit lot 62009be01. All specifications were met, and no false nonreactive results were obtained, showing that the lot generates the expected results. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I syphilis tp reagent was identified.

Event description:
The customer observed a false nonreactive alinity I syphilis result for multiple patients. The following data was provided: patient 1: 78 year old male patient: initial result = 0.81 s/co, roche result = 1.73, colloidal gold = positive, tppa = negative. The patient has a history of cerebral infarction, hypertension, diabetes, coronary heart disease, post-pci, chronic renal insufficiency, and black stools. Patient 2: 68 year old male patient: initial result = 0.60 s/co, roche = 1.65, colloidal gold = positive. The patient has been diagnosed with a gi bleed. Patient 3: 74 year old female patient: initial result = 0.62 s/co, roche = 1.88, colloidal gold = positive. The patient has been diagnosed with varicose veins of lower extremities. The roche results were reported out of the laboratory. No impact to patient management was reported.